Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level elevated to approximately 800 mg/dl and the customer was in diabetic ketoacidosis. The customer went to the hospital for treatment and was subsequently hospitalized. Intravenous (IV) drip, fluids, and insulin were administered. The customer connected the pump to a power source and the pump turned on. Multiple attempts were made by tandem technical support to obtain further details regarding the hospitalization, however no response was received from the customer.